Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the right angled electrodes fell off three devices into the pt's abdomen. The electrodes were retrieved by using grasping forceps. All electrodes were recovered. There was no pt consequence. Add'l info received on 11/24/97. It was stated that there was no pt consequence. Co changed the database to reflect this add'l info.